Manufacturer narrative:
(B)(4). Concomitant medical products: persona cemented posterior stabilized narrow femoral component left size 9, catalog #: 42500006601, lot #: 63557588; persona tapered cemented stem extension 14mm x 30mm, catalog #: 42557000114, lot #: 63589350; persona fixed bearing posterior stabilized articular surface left 12mm, catalog #: 42512400712, lot #: 63702568. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices currently remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 3007963827-2018-00134; 0001822565-2018-04432.

Event description:
It is reported that the patient is experiencing pain and swelling approximately one (1) year following left knee arthroplasty. The patient alleges potential metal allergies. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.